Event description:
It was reported that the patient's blood glucose level rose to over 200 mg/dl while wearing the pod for an unspecified period of time. The patient experienced hyperglycemia and received an alert indicating that blood glucose levels were running high. They were unable to confirm whether the pink slide had moved forward and was uncertain whether the cannula had inserted into the skin during wear. The patient denied any redness or swelling at the insertion site (location not specified). They noticed ¿puddles¿ of insulin underneath the pod. The patient was unable to discern whether the cannula looked normal upon pod removal. No medical treatment was reported for the hyperglycemic incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.